Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the only info given was "clips did not close". Another er320 was opened and used to finish the case. There was no consequence to pt.